Event description:
T was reported that during a da vinci-assisted general surgical procedure, the customer reported that the universal surgical manipulator (usm) 1 was not moving correctly. The customer had changed and reseated the instruments with no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to reseat the adapter and the customer stated they are unable to try that now. The site was completing the procedure as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer stated they had issues with insertion. The fse tested the arms and found them to be working properly. The usm was proactively replaced per the customer's request. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the usm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the usm moved with unintuitive motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with a reported problem, and it was confirmed as having occurred in the field via complaint details but not replicated in-house. The usm was tested on an in-house system in normal mode with no triggered errors. Multiple instruments were tested with no faults. There were no signs of physical damage nor were there any signs of fluid intrusions. The usm was also tested on a testing platform where the sine cycle, brake tests, friction test strength test, range of motion (rom) and insertion weighted tests all passed.

Event description:
Refer to h10/h11 for follow-up information.